Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device powered up properly after the battery was installed. No blank display noted. The device had normal operating currents and no alarms noted during testing. The device was received with trace of corrosion on the lcd board during visual inspection. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit. Customer had gone swimming and none of the buttons were working. Customer's blood glucose was unknown. Customer was advised it was normal for the device to alarm battery out limit since the batteries were left out of the device greater than the duration allowed. Customer didn't recall any other significant event which may have caused the keypad, other than going swimming. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.